Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. The rv lead was surgically abandoned and replaced. The source of the noise was not determined and the existing implantable cardioverter defibrillator remains in service. There were no additional adverse patient effects.